Manufacturer narrative:
Philips service replaced the hard disk spare part and flexviewing pc 4fg w7 + w10, reloaded the software, and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the flexvision monitor intermittently lost image during diagnostic use on a azurion 7 b20. The clinical use of the system was in use. There was no reported patient or user harm.